Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. The atrial lead exhibited noise. Patient presented in clinic for routine evaluation. It was discovered that the lead noise was reproducible with isometrics. No programming changes were made and the patient will continue to be followed normally.